Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted without issue during procedure. After leaving the procedure room, the patient's blood pressure dropped in post-operative holding. An echocardiogram was performed, which revealed the patient had developed pericardial effusion and cardiac tamponade. At beside, the physician performed a percutaneous draining of fluid. The drain remained in overnight until the fluid dried up. The day after the procedure, the drain was removed. The patient was stable, and the patient was discharged home. The cause of the pericardial effusion was unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially reported information, the additional information was received. Heparin was administered during procedure. The patient's activated clotting time (act) levels were unknown. The laa had an anterior chicken wing shape. The physician was able to land the deployment of the device with one attempt. There was not extra manipulation of the sheath, but the physician had to start a little deeper in the laa to be able to deploy the device.